Manufacturer narrative:
Note: product reference 4430095 is not cleared for sales in the USA, but its catheter is similar to the product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. A similar complaint has been reported to us by the same hospital on this batch of access ports released in august 2020. Investigation results: we did not received the complaint sample nor the x-ray pictures for investigation. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will re-open this complaint. Catheter rupture is a known complication of the access port implantation that could have different root causes. This is a rare incident. No corrective action is currently envisaged.

Event description:
"The patient underwent infusion port implantation on (B)(6) 2021. Four months after operation, the patient came to the hospital for infusion on (B)(6) 2021. It was found that the infusion was not smooth, the surrounding tissue was swollen, and the medicine box catheter was broken."